Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "monitor switches off after a short time" was confirmed. In total the following defect was detected: customer complaint noted. Image quality not satisfactory. Processor board defective. As stated, the device passed the quality check at the time of delivery. Based on the defect found during the technical inspection, it is concluded that the most probable root cause of the damaged processor board defect is improper use by the user. The corresponding instruction for use ndq566_en_v1.0_02-2021_IFU_ce-MDR contains the following notes on page 7 "failure of products": "the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "monitor switches off after a very short time". No negative impact in state of health reported.